Manufacturer narrative:
A device history record (DHR) review of lot 17599235 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a pta case, a saber pta (6mm15cm155) was delivered to the lesion and inflated. However, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new balloon catheter and a smart stent was implanted in the target lesion. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown.

Manufacturer narrative:
Complaint conclusion: as reported, during a percutaneous transluminal angioplasty (pta) case, a 6x150mm 155cm saber pta catheter was delivered to the lesion and inflated; however, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new balloon catheter and a smart stent was implanted in the target lesion. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The device was not used for a chronic total occlusion (total occlusion >3 months). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17599235 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (calcified) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a pta case, a saber pta (6mm15cm155) was delivered to the lesion and inflated. However, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new balloon catheter and a smart stent was implanted in the target lesion. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The product was removed intact (in one piece) from the patient.